Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the scope communication error (e315). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, and g2 (other should be unmarked). Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was [jun/20/2024]. Based on the results of the investigation, the suggested event was confirmed by olympus, and it was presumed that internal components such as charged coupled device (ccd) unit had abnormality. There was no trace of water invasion of scope connector. Therefore, there was no possibility that short circuit or other abnormality occurred in the circuit inside the scope connector due to water invasion. Additionally, there was no dent or buckle on insertion section of the subject device. Therefore, it was unlikely that charged coupled device (ccd) cable was broken due to pressure. However, the root cause could not be specified. The event can be detected prevented by following the instructions for use: chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A colonovideoscope device was returned to olympus for evaluation, it was observed that there was a scope communication error (e315) message displayed, which is identified as a reportable event per the risk summary application (rsa). The new aware date for this reportable malfunction is (B)(6) 2024. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.